Manufacturer narrative:
(B)(4). Results of investigation: this unit is being field serviced by a carefusion authorized service center. The unit is currently in their facility and the results of investigation are pending. Once the results become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the ventilator had a faulty motor board that would not start up the turbine. The unit was on a patient, and it is unknown if there was any harm associated with this complaint, there was no additional information provided by the customer.

Manufacturer narrative:
This unit was field serviced by a vyaire medical authorized service center. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the motor board to address the reported issue.

Manufacturer narrative:
This unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the motor board to address the reported issue and sent the defective component to vyaire medical for failure analysis. The service teach was unable to duplicate of the customer reported issue. During initial bench testing and calibration testing, the motor board powered on the golden testing ventilator normally without any issues. The unit passed all bench test settings without the ventilator cutting on or off. The unit passed all testing and did not produce any unusual alarms of hw faults or error conditions. Visual inspection did not reveal any anomalies. However, since the ventilator was not returned for evaluation or with the board, the service teach was unable to determine of the root cause of the problem.